Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor not responding" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, a es healthcare professional provided third-party treatment of an injection (type/dose unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected the sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor data was analyzed and terminated patch was observed, indicating that the termination was due to occurrence of lsa (late sensor attenuation). No abnormalities were observed with the sensors data. Therefore, issue is not confirmed due to late sensor attenuation. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor not responding" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, a es healthcare professional provided third-party treatment of an injection (type/dose unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visually inspected the sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor state 7 with event code 11,224 & 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to lsa. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted additional information has been added to the investigation. Therefore, h10 has been updated.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor not responding" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, a es healthcare professional provided third-party treatment of an injection (type/dose unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.